Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The physician believed the time from battery remaining of 11% at the follow-up in (B)(6) 2018 to elective replacement indicator (eri) at the follow-up in (B)(6) 2018 was faster than expected. Technical services reviewed the available device data, from the (B)(6) 2018 check, and confirmed up to then the battery was depleting normally. Data from the december check was not available. The device was explanted and replaced the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The battery voltage rundown was normal and had no suspicious drops in voltage. The device was implanted for 6.3 years and did not trigger elective replacement indicator (eri) battery status while implanted. It should be noted the expected longevity for this device is 5 years.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The physician believed the time from battery remaining of 11% at the follow-up in (B)(6) 2018 to elective replacement indicator (eri) at the follow-up in (B)(6) 2018 was faster than expected. Technical services reviewed the available device data, from the (B)(6) 2018 check, and confirmed up to then the battery was depleting normally. Data from the december check was not available. The device was explanted and replaced the following week. No additional adverse patient effects were reported.